Event description:
Caller reported aviva blood glucose results of 412 mg/dl at 1610 and 144 mg/dl at 1614. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.